Event description:
A customer contacted a baxter global technical services representative (tsr) regarding a system error (se) 2367 alarm that occurred on the homechoice (hc) machine during drain 8 of 8. The registered nurse (rn) stated that the home patient (hp) turned off the hc and when the rn then powered the hc back on and the hc alarmed system error 2367. The rn then disconnected the hp and removed the cassette. The tsr had the rn cycle the power to return to "press go to start," and reviewed the alarm log. The tsr found no other errors prior to the system error 2367. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.